Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, per (B)(6): allegedly, one knee underwent revision for aseptic loosening postoperatively at 4 years.